Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred during bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer¿s blood glucose level was 257 mg/dl.